Manufacturer narrative:
Updated data: b4,g3,g6,h2,h10,h11. Corrected data: b5,b6,b7,d10,h6(clinical & impact).

Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) unit had a connection failure. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer was dispatched to investigate the issue. Placement of fiber optic connector (displaced). The client is recommended to carry out preventive maintenance. Equipment suitable for clinical use.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit had a connection failure.